Manufacturer narrative:
The hill-rom tech support recommended replacing the brake casters. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The hill-rom tech support provided the account with the casters product number. Hill-rom has made three attempts regarding a resolution to this contact line, with no response. Based on the info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed brake is not holding. The bed was located at the account. There was no pt/user injury reported. (B)(4).